Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the entire drawer of cubies was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer of cubies was not detected on the bus. A field service engineer replaced the cubie tray to resolve. The drawer and cubies were recovered, and the customer was able to access the drawer successfully. The system functioned as intended after the field service engineer repaired the device.